Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon interrogation, the pulse generator exhibited inappropriate programming. The device was reprogrammed. The patient remained asymptomatic throughout the checkup and would be followed normally.